Manufacturer narrative:
One sample of material number 24601-b007t, lot number 24115483 was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was then primed with a sample bd smartsite connector connected to the texium connector. A simulated infusion was conducted at a rate of 125 ml/hr for 1 hour and there were not indications of leakage, air-in-line or occlusion. The customer complaint of leakage could not be verified. A root cause for the reported failure was not determined because the failure was not replicated. A device history record review for model 24601-b007t lot number 24115483 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the leaking was due to this luer lock connection between texium tip and tubing.